Manufacturer narrative:
Evaluation: the manufacturing lot was exposed to two gamma irradiation sterilization cycles. The additional irradiation results in the device being more prone to fracture. A product removal of this lot was initiated in 2008.

Event description:
It is reported that in 2008, the cement cartridge fractured during injection. The surgeon quit injecting and put the cement remaining in the cartridge to marrow cavity with his hands and fingers.